Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the reservoir compartment and the top of the battery is damaged. Customer stated the battery cap is damaged from screwing up the cap wrong. . The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, minor scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked case at the reservoir tube window corner. A test reservoir locked properly inside the reservoir tube. The insulin pump was missing the reservoir tube o ring.